Event description:
It was reported that left hip revision surgery of a bilateral patient was performed due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery of a bilateral patient was performed due to metallosis. During surgery, the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The primary surgery was performed in may 2007. The revision was done at 6 years post implantation. The intra-operative reports documented; ¿synovitis related to metallosis, tissue cloudiness. A fluid filled sac/seroma and greyish/brownish tissue¿. There was a report of elevated chromium but no values were provided. Based on the available information, the clinical observations in the operative notes and the report of elevated chromium levels (no unit of measure provided), may be consistent with an adverse reaction to metal wear associated with metal on metal products, but the source cannot be confirmed. No information has been submitted on the patient¿s current status at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.